Event description:
The initial reporter received questionable tp2 total protein gen.2 results for one patient tested on a cobas 8000 c 702 module. It was unknown if the patient's initial total protein result was reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial total protein result was 41.0 g/l. The patient's repeat total protein result was 67.9 g/l. An additional total protein result of 68.2 g/l was also provided for the patient. The total protein reagent lot number was 629134 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation reviewed the customer's calibration results and no false results were found. The investigation reviewed the customer's qc results and the results were acceptable on the date of the event. The investigation reviewed the patient's reaction curve and no deviation was found. Precision testing was performed and total protein had failing results. The investigation reviewed the system's alarm trace and found sample clot alarms and sample foam alarms. The field service engineer checked the ultrasonic mixer positions, cleaned the bath, and checked the photometer values. The customer performed calibration, qc and precision testing. He replaced the wash bath lenses and found the incubation bath temperature was low. After service, no further issues were reported by the customer. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.